Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. A philips remote service engineer confirmed the ventilation service required on the device. The device's oxygen blending module (obm) would need to be replaced to address the issue.